Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a previous device check this pacemaker had a battery life of three years remaining. Five months later the device showed an estimated longevity of less than a year. The pacemaker remains in service. No adverse patient effects were reported.